Event description:
Needle detached from syringe and remained in patients arm. Removed intact needle without difficulty. Bd safety glide needle 25gauge x1inch tw, lot# 5233985, expiration 07/31/2030, reference # (B)(4).